Event description:
Incident reported as: doctor was performing a vaginal vault sacrospinous ligament fixation using the capio device, when after inserting into patient it came out without the needle attached to it. Several attempts were made to retrieve the needle from the device, but the needle was not there. At this time the needle has not been found. No other information available at this time.

Manufacturer narrative:
No sample will be returned for evaluation. Awaiting DHR on lot# and will forward follow-up report as soon as it is available.